Manufacturer narrative:
Additional information was received that no further course of action will be taken. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3400-30, serial/lot #: (B)(4), description: 30 cm splitter kit.

Event description:
A report was received that high impedances were noted on the patient¿s lead. X-ray confirmed that the lead and the splitter were clearly damaged. A lead revision had been recommended.

Event description:
A report was received that high impedances were noted on the patient¿s lead. X-ray confirmed that the lead and the splitter were clearly damaged. A lead revision had been recommended.